Manufacturer narrative:
Diopter: -11.50. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.5mm icm125v4 -11.50 diopter implantable collamer lens in the patient's right eye (od) on (B)(6) 2004. Low vault was noted on (B)(6) 2015. The icl was explanted and exchanged for a longer lens on (B)(6) 2015. This did not resolve the problem. Patient's last visit on (B)(6) 2015, ucva was 20/50. See MFR. #2023826-2016-00438 for cataract surgery and iol implantation.

Manufacturer narrative:
Additional data: pma510(k): not marketed in the u.s. Device evaluation: lens was returned dry and bent in the lens container with clear surgical residue/debris on product. Visual inspection found no visible damage to lens. Corrected data: the icl was exchanged for a longer lens and this resolved the problem. (B)(4).